Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference : (B)(4). It was reported that a 30mm amplatzer pfo occluder was selected for an implant on (B)(6)2021. During deployment device appeared bulbous in shape. A second 30mm amplatzer pfo occluder was deployed but also appear bulbous in shape. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. Device was removed from the patient prior to release from the delivery cable. A third 30mm amplatzer pfo occluder was selected and implanted with no patient harm. No additional information was provided.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. Two photos were received from the field, which appeared to show an occluder with both discs in a bulbous conformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.